Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequalae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teoxane products. It also has to be noted that rha 3 is not indicated for the chin in the us. This is default text configured for block h10.

Event description:
Vascular occlusion [vascular skin disorder] rha3 in chin area. [Off label use] case narrative: on 10-nov-2025, primevigilance notified teoxane geneva of an adverse event. According to the information received, a female patient was injected on (B)(6) 2025 with 1 ml of rha 3 deep in the chin with a needle. According to the physician who reported the event, on (B)(6) 2025, the patient experienced a vascular occlusion. The patient was treated with approximately 17 vials of hylenex; however, the event was not resolved and the capillary refill was prolonged to 5 to 6 seconds. The patient was initiated on treatment with doxycycline and prednisone subsequently. Also, the patient was taking aspirin, heparin, topical antibiotics and topical nitroglycerin, and would seek hyperbaric oxygen therapy. On (B)(6) 2025, the patient received more hylenex and was on a number of other medications to help with the event. The patient was closely monitored by the practice. The outcome of the event was unknown. Despite several reminders, no further information could be retrieved. The complaint was considered closed.